Manufacturer narrative:
The 510 (k) # is k00110. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/ daughter contacted lfs (B)(4) on (B)(6) 2011 alleging a battery indicator on the patient's one touch ultra meter. The reporter mentioned that the battery was recently replaced with a new battery. Customer care advocate (cca) spoke to the patient who mentioned that she was unable to test on the meter since the middle of (B)(6) 2010 and has been using a friend's meter since then to test her blood glucose. She mentioned that due to the alleged issue, she had experienced hypoglycemic symptoms where her body started shaking and sweating and felt uncomfortable. The patient self-treated herself with honey and then used a friend's meter to test her blood glucose and her readings were gradually increasing. The patient first obtained a 55 mg/dl after treating herself with honey and once she started feeling better her readings were 98-99 mg/dl. While troubleshooting issue persisted with the battery indicator and the alleged issue was not resolved. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged battery indicator on the meter, the patient was unable to test her blood glucose, developed symptoms and later had to self-treat with food.